Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances and/or any associated rework during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were within specification. Correction: date received was inadvertently not updated in follow-up # 01. The correct received date for date received in follow-up # 01 is 10/27/2016.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse reported the patient had experienced abdominal pain and fullness, shortness of breath, mid-epigastric discomfort and blood in his effluent. On (B)(6) 2016, the patient went to the emergency room due to experiencing abdominal pain and blood in his effusion. There were no other hospitalization dates reported at the time of this report. It was found that the patient had pleural and pericardial effusions. The hospital had reported that the cycler had overfilled the patient and therefore patient had to have fluid removed. The patient was no longer on peritoneal dialysis since the event and had reverted to hemo dialysis. At the time of this report it was unknown if the patient had recovered from the alleged event.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant¿s investigation. The medical records do include a reference to a cycler malfunction causing an overfill. The patient had difficulty draining and also was not compliant with his physical limitations. The pleural effusions leading to the pericardial effusions were possibly related to the overfill and the physical exertion of lifting and causing mechanical injury and tears to the peritoneal lining.

Event description:
A patient¿s peritoneal dialysis nurse she reported that the patient had presented to the emergency room three times with abdominal pain (the medical records include only two dates). This patient was on hemodialysis and changed to peritoneal dialysis approximately two months prior to the event. The patient had been doing capd and had recently started doing ccpd. He had trouble getting fluid out for a few weeks. He did his last peritoneal dialysis on wednesday, ((B)(6) 2016) manually and had no trouble getting the fluid out. The patient reported that at one time he had four liters in his abdomen. This would be 182% of the expected drain volume. The treatment sheets provided by the patient¿s clinic do not show any overfill, however the date for the 4000ml was not provided in the medical records. The nurse also reported that the patient had been carrying five gallon pails of water to fill a washing machine and also heavy logs. Five gallons of water would weigh approximately 42 pounds. Peritoneal dialysis patients are instructed to not lift anything heavy. It was not reported if the patient lifted the water when he was dry of peritoneal fluid or not. On (B)(6) 2016 presented to the ER with a one day history of stabbing pain in the middle of his chest and shortness of breath. The patient reported that as long as he is upright he is fine, but as soon as he lies down his breathing becomes labored. He also had mild hypoxemia 92%. The patient stated that he has a one week history of worsening dyspnea on exertion and chest pain when he took a deep breath. The patient was advised to transfer to a facility that could treat his pulmonary edema, pericardial effusion and possible pericarditis. There was no evidence of peritonitis. The patient decided against medical advice and went home and stated he wanted to consult with his nephrologist. On (B)(6) 2016 present with diffuse abdominal pain 7/10, mainly epigastric and not radiating. Also complaining of worsening dyspnea for the past week on exertion. In addition, chest pressure and chest pain when he takes a deep breath and some nausea. He presented looking depressed and anxious. The large pericardial effusion was treated with a pericardial window and a chest tube was sited. The treatment plan also included hemodialysis. On (B)(6) 2016 patient was re-educated when to use correct fluid to remove fluid and when has shortness of breath and when above estimated dry weight. Pd orders ccpd 7 times a week, 5 exchanges, fill volume 2200ml, dwell time 1 hour 30 minutes, last fill volume 1000ml and 0 exchanges during the day.